Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the hbsag g2 elecsys e2g 300 v2 assay performed within specifications. A review of calibration and quality control data confirmed all results were within expected ranges. Precision testing did not reveal any abnormalities, and no bubbles or film were observed in the sample foam detection images. The alarm trace indicated a sample clot detection event on 22-aug-2022, but this did not impact the investigation findings. As stated in the instructions for use (IFU), initially reactive results may occur and must be repeated twice for confirmation. The customer followed the IFU recommendations, and no product issue was identified. E1 initial reporter establishment name: (B)(6).

Event description:
The initial reporter alleged discrepant results for two patient samples tested with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 module. On (B)(6) 2022, sample 1 ((B)(6)) initially generated a reactive result of 361 coi. A subsequent re-run of the same sample produced a non-reactive result of 0.319 coi. Sample 2 ((B)(6)) initially generated a reactive result of 10.4 coi. A subsequent re-run of the same sample produced a non-reactive result of 0.395 coi. On (B)(6) 2022, both samples were re-tested. Sample 1 ((B)(6)) generated non-reactive results of 0.339 coi and 0.331 coi in two separate runs. Sample 2 ((B)(6)) generated non-reactive results of 0.308 coi and 0.356 coi in two separate runs.